Event description:
It was reported that during an oophorectomy procedure, the device would cut but stapled partially. The device was used to do a first stapling, it worked properly, then with the second and third reloads stapled and cut partially only. The surgeon used a second device to finish the procedure. He had to do the hemostasis with a bipolar forceps, but there were no patient consequences.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the atw45 device was received in good visual conditions and with a cartridge loaded in the device. The cartridge was received fully fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the trying to fire an already spent cartridge. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.